Event description:
It was reported that a patient had bilateral lens implantation and during the postoperative visit, the patient complained of photophobia and visual disturbances. The patient sought treatment at another facility, where yttrium-aluminum-garnet (yag) laser capsulotomy was performed, but the complaints persist. No additional interventions were indicated. The patient¿s status is unknown. No further information was provided. This report is for the patient¿s left eye. A separate report will be submitted for the right eye of the patient.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to (B)(6) 2023. Section d4: catalog number: a complete catalog number is unknown, as the serial number of device was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: not applicable, as there is no indication that the device was explanted. Section e1: phone number: (B)(6). Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. Section h6: health effect - impact code: 4625 yag (yttrium aluminum garnet). Section h6: health effect - clinical code: 2140 photophobia, 2140 visual disturbance- dysphotopsia. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.